Manufacturer narrative:
There is insufficient information on the procedure date and thus a system log review was not available to be performed. There is insufficient information to determine what specific da vinci system was associated with procedure involving the complication. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer and the following additional information was provided: the patient in this report underwent robotic cardiac surgery and was noted to have a liver injury postoperatively. How the liver got damaged during a cardiac procedure is not described but potential causes may include port placement injuries or placement of a pericardial drain placed percutaneously at the conclusion of the cardiac portion of the procedure. Based on the information provided in the summary of events, insufficient information is available to determine if any isi products or instruments contributed to this event. Citation: taki, r., sekine, k., ohashi, a., et al. Two cases of intraoperative liver injury during minimally invasive mitral valve repair (mics mvp) using the da vinci surgical robot.

Event description:
A literature article described a patient who underwent minimally invasive cardiac surgery (mics) for mitral valve repair (mvr) using a da vinci robotic system. The patient sustained an intraoperative liver injury during the procedure. The patient was a male in his 50s who had a history of ventricular septal defect (vsd) closure. Surgical treatment was recommended for residual holes and aggravation of mitral regurgitation. The patient underwent maze surgery and left atrial appendage closure, followed by mvr and vsd closure. Abdominal distention was observed, and a transesophageal echocardiogram (tee) revealed bleeding around the liver. Although the patient's vital signs were stable, a blood transfusion was administered, and the surgeon decided to close the chest. The hemoglobin level dropped in the intensive care unit (ICU) after surgery. An emergent hepatectomy was performed 10 hours after the surgery. The injured site was s8/s4, and the estimated blood loss was 6600 milliliters. There were no specific da vinci device malfunctions reported, nor did the author allege that isi products caused or contributed to any adverse event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.